Event description:
A nurse reported to baxter (B)(4) that the tina machine did not ultrafiltrate 4 kg as programmed. Patient injury and medical intervention were not reported for this event.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was evaluated. A broken ultrafiltration (uf) spring was found. This was the cause of the uf issue. The spring was replaced and the device was verified.